Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The image showed a cvc and guidewire assembly within its package. The report of a kinked catheter could not be confirmed with the customer provided image. The customer also returned one two-lumen cvc and guidewire with arrow advancer for analysis. Signs of use were observed. Visual analysis revealed that the catheter body was kinked towards the proximal end. The appearance of the kinking appears consistent with undue force applied during insertion. No other defects/anomalies were observed with the catheter integrity. The kink in the catheter body was measured at 7/8" from the juncture hub. A slight bend was also noted at 3 1/2" from the juncture hub. The catheter body length measured 5 1/16", which is within the specification limits of 4 13/16" - 5 3/16" per the catheter product drawing. The catheter body outer diameter measured 0.0545", which is within the specification limits of 0.054" - 0.058" per the catheter extrusion product drawing. The catheter body inner diameter at the distal tip measured 0.021", which is within the specification limits of 0.021" - 0.023" per the catheter product drawing. A lab inventory guidewire with a diameter of 0.018" was inserted through the catheter. Little to no resistance was encountered as the guidewire passed completely through the assembly. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body showed evidence of a kink. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "catheter kinked (obstructed), unable to pass guide wire".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "catheter kinked (obstructed), unable to pass guide wire".